Manufacturer narrative:
Technician found that the head siderail would not lock in "up" position as the latch locking mechanism weld was cracked and falling off. Removed and replaced the head siderail to resolve this issue. Bed located in bed shop.

Event description:
Information received alleged that the siderail was not locking in up position. No injury reported.